Event description:
It was reported that patient had left knee revision due to cement failure. (B)(6) 2014: additional information provided by the sales rep indicated that the cement in question was depuy cmw cement. The cement mantle was cracking causing the femoral component to loosen. The surgeon revised the loosen femoral component and associated devices. The tibial rotating device remained implanted.

Manufacturer narrative:
An event regarding cracking of non-stryker bone cement causing the loosening of the femoral component involving an mrh femoral component was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review. The device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review. There have been no other similar events for the lot referenced. The exact cause of the event could not be determined based on the information provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had left knee revision due to cement failure. On 09/17/2014: additional information provided by the sales rep indicated that the cement in question was depuy cmw cement. The cement mantle was cracking causing the femoral component to loosen. The surgeon revised the loosen femoral component and associated devices. The tibial rotating device remained implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.